Event description:
It was reported that the patient had low flow alarms. The patient had a small frame, their latest body mass index was 19.76. Since the implantation of the heartmate 3 pump on (B)(6) 2024, the patient's pulsatility index (pi) had never gone below 7. Their pi ranged from 7 to 9 despite any pump speed, volume, or medication changes. A review of the log files revealed low flow events on (B)(6) 2024.

Manufacturer narrative:
Incidental findings: a pump reset event was noted in the lvad event log file on (B)(6) 2024. A specific cause for the pump reset could not be conclusively determined, as the events leading up to the reset are not captured in the controller event log file data. The pump appeared to be operating as intended. Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file contained events from (B)(6) 2024, per the timestamps. Transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. The system appeared to be operating as intended at the stored patient speed. The submitted left ventricular assist device (lvad) event log file contained events from (B)(6) 2024 at 13:30:49 ¿(B)(6) 2024 at 09:24:20. Low flow events were captured on (B)(6) 2024 and (B)(6) 2024, with flow decreasing to 1.9lpm. It is unknown if these low flow events were associated with a low flow hazard alarm, as there is no controller event data available for this timeframe. Of note, the file captured a pump reset on (B)(6) 2024 at 03:13:57. A specific cause for the pump reset could not be conclusively determined, as the events leading up to the reset are not captured in the controller event log file data. Outside of these events, flow ranged from 2.0 ¿ 4.8 lpm. No other notable events or alarms were captured, and the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies, including pump stops. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including esd event, driveline disconnection, and full depletion of the batteries and backup battery. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.